Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration /perforation /extrusion/essure coil on left can be seen in the fundus of the myometrium, high / ultrasound shows possible displacement of one coil") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal itching, hot flush, dryness vaginal, abdominal pain, menses irregular, headache, nausea, cold sweat and post procedural bleeding. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral "salpingectomy"). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and uterine perforation to be related to essure. The reporter commented: the right tube was cannulated first and the coil was inserted. There was one coil that was seen. It seemed to go slightly deeper. The left tube was then cannulated without difficulty. The final roll back was performed with three coils seen in the cavity. Patient tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: findings compatible with successful tubal occlusion with essure devices. Ultrasound scan - on (B)(6) 2018: right ovary 3x3x4cm with 2.2 solid area (probable dermoid). Essure coil on left can be seen in the fundus of the myometrium, high left coil appears in good position. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration /perforation /extrusion/essure coil on left can be seen in the fundus of the myometrium, high / ultrasound shows possible displacement of one coil") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal itching, hot flush, dryness vaginal, abdominal pain, menses irregular, headache, nausea, cold sweat and post procedural bleeding. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy and laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, pelvic pain and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, pelvic pain and uterine perforation to be related to essure. The reporter commented: the right tube was cannulated first and the coil was inserted. There was one coil that was seen. It seemed to go slightly deeper. The left tube was then cannulated without difficulty. The final roll back was performed with three coils seen in the cavity. Patient tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: findings compatible with successful tubal occlusion with essure devices. Ultrasound scan - on (B)(6) 2018: right ovary 3x3x4cm with 2.2 solid area (probable dermoid). Essure coil on left can be seen in the fundus of the myometrium, high left coil appears in good position. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.